Event description:
It was reported that the device exhibited a cassette error. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) seal bubble and lcd lens scratch. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a bad dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.